Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se found the ventilator failed the battery test on an extended self test (est) with a system error message and failed flow sensor calibration. The se replaced the breath delivery (bd) power control/distribution printed circuit board (pcb), the breath delivery unit central processing unit (bdu cpu) pcb, the backplane communication pcb and the exhalation flow sensor (evq).the ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a "vent inop' message and an air compressor inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) power controller / distribution printed circuit board and communications backplane assembly were returned for failure investigation. Both parts were visually inspected and functionally tested with no anomalies observed. The bd central processing unit (cpu) was also returned for failure investigation. Visual inspection of the board showed damage on the bt 1 connection (the prongs are broken, they came out once the battery was taken out of the casing), and thermal damage on the bt1 housing. The bd cpu was attached to a test ventilator and powered on but was unable to go into service mode. With a damaged bd cpu, the ventilator was unable to communicate with the bd cpu board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the following parts were returned for failure investigation: 1. Exhalation valve flow sensor (evq) 2. Exhalation valve the exhalation valve and the evq wer returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.